Event description:
It was reported that approx 18 hrs after insertion of the intra aortic balloon, blood was noted in the helium tubing, and the pump alarmed. The intra aortic balloon was removed and was not replaced. The pt expired later of causes unrelated to this incident.